Event description:
It was reported that the screen location does not match up with the stylus pen, it was a difference of two rows. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus worked properly but the touchscreen was out of specification. It was also noted that during the final functional test the left antenna failed, there was no wireless communication. As a result the touchscreen was replaced and the left antenna coax cable was replaced. (B)(4).